Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was 164 mg/dl. Customer stated that after changing the battery patient said that the pump was flashing. The device will not be returned for analysis.

Manufacturer narrative:
Device powered up and received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies, corroded battery tube, and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify failed battery alarm, and missing segments/partial display anomaly due to critical pump error (open book image) alarm.